Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r and 1627487-12192011-003-rs. This ipg serial number was included in multiple field advisories.

Event description:
It was reported the patient stopped recharging the ipg and the ipg became inoperable. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was explanted.